Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. A remote interrogation revealed that there was a fault code for the battery voltage was too low for projected remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind fault code. Also, ts stated that they can obtain save to disk and advised that the device needs to be explanted. It was noted the patient was receiving therapeutic radiation treatment as well. A memory download was sent in for engineering analysis. Upon review, the premature battery depletion was confirmed and engineering noted based on the findings, the therapeutic radiation was not the likely cause of battery depletion. An estimated safe time to explant of seven days was noted. The device was explanted and returned for analysis. No adverse patient effects were reported during the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.03 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.